Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had calibration error message during infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
Correction : annex a : a25, a2305. Annex g : g07001, g04002, g04037. Annex c : c19, c07. Annex d : d14, d15. Additional information : annex g : g0405206. Annex c : c070606. Annex d : d02.

Event description:
It was reported that the device had calibration error message during infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes, and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had calibration error message during infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Annex g : g0405206 annex c : c070606 additional information : annex a : a040601 annex g : g04061 annex c : c07 although the complaint of syringe calibration was confirmed through a review of the device logs, laboratory testing showed the syringe module was operating as expected. ¿ review of the syringe module error log showed, on (B)(6) 2022, the syringe module recorded three (3) instances of error 351.6760.0 (syringe not calibrated) at 6:58 am, 7:02 am, and 7:03 am. ¿ review of the syringe module event log showed the logs for (B)(6) 2022 (identified from the error log review as the date of syringe not calibrated error) have been over written due to continued use. The event log begins (B)(6) 2022 at 10:44 am. ¿ the event pcu and logs were not returned for investigation. ¿ laboratory testing showed the syringe module was operating within specification. ¿ inspection of the suspect device showed incidental findings only with no association to the reported complaint. ¿ the event syringes were not returned for investigation and could not be tested. ¿ the system was being used for treatment purposes. Root cause analysis: the root cause of the complaint of syringe calibration required was not identified. Laboratory testing found the syringe module operating as expected. Note that this report lists imdrf annex a040601, g04061, c07, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had calibration error message during infusion. There was patient involvement but no patient harm.